Manufacturer narrative:
Conclude code grid (h6): the device was not repaired but returned to the customer.

Event description:
It was reported that during testing at the user facility, the cordless driver 3 was spitting out metal shavings. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.